Manufacturer narrative:
H6, type of investigation: added code 4111. H6, investigation conclusions: added code 4315. H6, component code: added code 515.

Manufacturer narrative:
(B)(4). Post-implantation computed tomography angiography (cta) images from one time point dated (B)(6) 2021 were returned to gore and an imaging evaluation was performed. Axial images appear to show contrast in the anterior sac communicating with contrast in the inferior mesenteric artery. An antegrade or retrograde flow with the available images cannot be confirmed. Axial images appear to show contrast in the posterior /right aneurysm sac communicating with contrast in a lumbar artery. An antegrade or retrograde flow with the available images cannot be confirmed. The images appear to confirm at least one type ii endoleak.

Event description:
On (B)(6) 2021, this patient underwent an endovascular procedure and was treated with gore® excluder® aaa endoprostheses for an abdominal aortic aneurysm. On (B)(6) 2021, follow-up imaging revealed what appeared to be a type 1a endoleak of a gore® excluder® conformable aaa endoprosthesis cxt321414e. Therefore the decision was made to balloon the proximal portion of the endoprosthesis. It was reported that following the ballooning procedure, the proximal portion of the trunk had been sealed. A small type ii endoleak was still visible in the ultrascan between the inferior mesenteric artery and the lumbal artery.

Manufacturer narrative:
H6 - medical device problem code: added code 2682 for suspected type 1a endoleak. Post implantation computed tomography angiography (cta) images from one time point dated on (B)(6) 2021 were returned to gore and an engineering evaluation was performed. The imaging evaluation states the following: axial images appear to show contrast in the anterior sac communicating with contrast in the inferior mesenteric artery (ima). Imaging cannot confirm ante grade or retrograde flow with images available. Axial images appear to show contrast in the posterior /right aneurysm sac communicating with contrast in a lumbar artery. Imaging cannot confirm ante grade or retrograde flow with images available. The images appear to confirm at least one type ii endoleak. B5- describe event or problem: updated applicable portion of event description.

Event description:
On (B)(6) 2021, follow-up computed tomography angiography (cta) imaging revealed a type ii endoleak and what appeared to be a type ia endoleak of a gore® excluder® conformable aaa endoprosthesis cxt321414e. Therefore, the decision was made to balloon the proximal portion of the endoprosthesis to treat the type ia endoleak. During a second follow-up cta performed on (B)(6) 2021, the physician considered the type ia endoleak definitely sealed. A small type ii endoleak was still visible in the ultrascan between the inferior mesenteric artery and the lumbal artery.